Manufacturer narrative:
It was reported that the or table allegedly began to move on its own, the patient was removed and sustained a hematoma (with no additional symptoms/injury) on the leg (due to the procedural staff removing the patient). Although treatment information was not provided, it is unlikely that the patient required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure for the reported hematoma on the leg, thus a serious injury did not occur. The cause of the table's movement is unknown, and further investigation is ongoing and results will be provided by a final report.

Event description:
It was reported that during the use of the mars operating table, several of the motors started to move on their own and the patient had to be removed to avoid injury. The customer reported that the patient was quickly removed from the table, and in doing so, the patient sustained a hematoma on the leg. There was no report of intervention for the hematoma and no report of a procedural delay. This report was filled in our complaint handling system as complaint #(B)(4).

Event description:
It was reported that during the use of the mars operating table, several of the motors started to move on their own and the patient had to be removed to avoid injury. The customer reported that the patient was quickly removed from the table, and in doing so, the patient sustained a hematoma on the leg. There was no report of intervention for the hematoma and no report of a procedural delay. This report was filled in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The device involved in the event was inspected at the manufacturing plant. It was determined the device was in a general bad condition. Several defect parts and corrosion were observed. The device was maintained and serviced by the user facility itself. The root cause for the alleged unintended movement was traced to fluid ingress which led to a short circuit at the microcontroller. The mars 2 operating table is designed for a degree of protection of enclosure according to ipx4. The fluid which entered into the device exceeded this protection. A use error caused the initial allegation of unintended movement based on too much fluid being used with the device. The mars 2 involved in the event beyond it¿s expected life of ten years. Based on this, no further actions are necessary.